Event description:
It was reported the bed exit alarm did not sound when a patient fell out of bed. As a result of the fall the patient expired. The unit was evaluated by a stryker field service technician and no defects were found. It is likely the bed exit did not sound due to user error, but this cannot be confirmed.